Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels and sensor readings. The customer's blood glucose level at the time of incident was over 38mg/dl. The customer states they had issues with device not going off when levels were low. The customer states they did not receive threshold suspend alarm. Troubleshoot was conducted. The device was found to be responding to changes in glucose. The customer was advised to monitor the device and call back if issues persist.